Event description:
Same case as 2134265-2013-09652 and 2134265-2013-09706. It was reported that the display parameters were lost. An ept-1000xp apm, an ept-1000xpt rf ablation system and a 7/110/2.5/7-4 blazer ii were used to ablate the target lesion. During the procedure, ablation was performed to the target area. After several ablations, loss of display parameters was noted. The machine was connected and disconnected several times to get the machine working again. A non-bsc ablation device was used and the system was changed to finish the procedure. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: during visual inspection of the apm, it was noted that the main cable red shrink tubing was damaged. The tamper proof seal was present but broken. The damage noted to the xp apm was likely due to handling and was a secondary issue. The reported complaint was not confirmed related to the apm. During investigation, the xp apm passed power-on self-test (post), rf delivery testing, and all performance criteria of the final test procedure. The apm did not exhibit any malfunction that could account for the reported complaint. DHR was reviewed and there were no relevant service records for this device. Based on the complaint analysis, this investigation will be assigned the root cause classification of caused by other device. The complaint was attributed to the ept1000 xp generator involved in the same incident. (B)(4).

Event description:
Same case as 2134265-2013-09652 and 2134265-2013-09706. It was reported that the display parameters were lost. An ept-1000xp¿ apm, an ept-1000xpt rf ablation system and a 7/110/2.5/7-4 blazer¿ ii were used to ablate the target lesion. During the procedure, ablation was performed to the target area. After several ablations, loss of display parameters was noted. The machine was connected and disconnected several times to get the machine working again. A non-bsc ablation device was used and the system was changed to finish the procedure. No patient complications were reported and the patient¿s status is stable.